Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The patient experienced delayed wound healing in october. A month and a half after discharge from the hospital, the wound, which was thought to have healed, was fresh, and two pinholes had formed, from which the suture was exposed. This patient tested positive for mrsa in the wound and was atopic in nature. The surgeon usually chose to use this product on a patient with a keloid constitution. The surgeon said that the event may have been caused by the dermis being snagged during suturing. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? How was the dehiscence managed? Please describe any medical/ surgical intervention required for the wound dehiscence/ suture extrusion/ mrsa including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name? Related medwatch reports: 2210968-2024-00264.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: e1 - initial reporter name. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: female. Date and name of index surgical procedure: c-section. The diagnosis and indication for the index surgical procedure? Pregnancy. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Dermis. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Postpartum was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. What tissue dehisced? Not dehisced. How was the dehiscence managed? Not dehisced. Please describe any medical/ surgical intervention required for the wound dehiscence/ suture extrusion/ mrsa including date and findings. Debridement for 5mm tissue on the wound. Gentamicin sulfate ointment was prescribed. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the appearance of the suture during the second procedure. Suture was protruded. What symptoms did the patient experience following the index surgical procedure? Onset date? Induration post op. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk. Were cultures performed? If so, please provide the results. Yes, methicillin-resistant staphylococcus aureus 1+. How much and what type of drainage is present in this wound? Unk, but the wound excreted pus when pressed. Were any pre-op cleansing procedures changed recently? If yes, please describe unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?¿this event was caused by the suture. What is the patient's current status? Not recovered. Product code and lot number? Product code is sxpp1b113, lot number is unk. If applicable, will product be returned? If so, please provide the return date and tracking information. No sample will be returned.